Manufacturer narrative:
The customer reported that their AED is having speaker issues and it makes no sound at all. The maintenance activity was not reported. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is having speaker issues and it makes no sound at all. The maintenance activity was not reported and the customer did not report this occurred during patient use.

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing. The reported issue was confirmed and determined to be due to a speaker component failure. Despite the speaker issue, the device was able to successfully deliver a shock during testing.